Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received power loss alarm. The customer¿s blood glucose level was 350 mg/dl. The customer received a power loss alarm advised it doesn't happen right when the battery changed but at 4 hours after. The customer advised even when changing batteries. Advised the pump will need to be replaced. The customer advised that the power loss alarm is occurring again. Advised to revert to their back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. Pump trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.